Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, there was gradual pressure loss. The physician completed the procedure with pressure decreasing throughout the procedure. When the catheter was removed, the physician inserted fluid into the balloon to check for holes. A pin hole was identified where the balloon attaches to the catheter. A hysteroscopy was performed before and after the procedure and there were no adverse pt consequences.

Manufacturer narrative:
Date sent to FDA: 03/24/2011. (B)(4). Conclusion: the actual device involved in this event was returned for eval. The catheter was found to have a hole in the balloon. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.